Event description:
A (B)(6) year old male who had a scheduled right open reduction internal fixation of the tibial pilon and fibula and removal of an external fixator. During the procedure, a small tip of a drill bit broke in the patient's tibia. This was recognized during the procedure and surgeon decided to leave it in place rather than remove it because it would have been more "destructive to the tibia" to remove it. FDA safety report ID # (B)(4).